Event description:
Rayner intraocular lenses ltd rec'd notification of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided indicates that the injector failed to release the lens.

Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner intraocular lenses limited. The healthcare facility implanted a back-up lens of the same model and power without further complication in the original planned surgery session. Our review of the production records for the r-inj-04 injector batch b027 and associated sulcoflex multifocal 653f intraocular lens batch 080e11173 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution for this batch were within tolerance, met specification criteria and were without defects. Without the ability to examine the device and without clear event details being provided a failure mode and root cause cannot be ascertained. The r-inj-04 injector subject to this report was supplied as part of a system pack. The r-inj-04 injector is available in the united states of america; however, is only supplied as a stand-alone device. The sulcoflex multifocal 653f intraocular lens is not available in the united states of america.